Manufacturer narrative:
The device history record for the reported radiesse lot number, 1036849 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event. (B)(4).

Event description:
On (B)(6) 2013 (B)(6), rn injector called merz north america to discuss a pt that was injected with a 1.5cc and a 0.8cc radiesse syringe in the cheeks and nlf on (B)(6) 2013. The pt has recurrent swelling. The pt also had an abscessed tooth. The pt went to the urgent care and was prescribed clindamycin. The pt said the swelling had gone down after the antibiotic but then woke up this morning with puffy eyes and cheeks were swollen. Initially there was a bruise on the side in question that went away. Now the pt states there is a blister in the area above where injected in the cheeks. On (B)(6) 2013 (B)(6), rn spoke to (B)(6), rn, bsn, mgr aesthetic clinical services. The pt experienced mild post treatment swelling and a bruise on the right cheek which resolved without incident post injection. On (B)(6) 2013 the pt experienced swelling to the right cheek. She was treated at urgent care for an abscessed tooth and was given clindamycin. On (B)(6) 2013 the pt called (B)(6) and stated she now has facial swelling with tightness in the cheeks and tingling of the lips. Since (B)(6) is a former ER nurse, she suspected a clindamycin allergy and told the pt to call the prescribing physician to seek treatment. (B)(6) was concerned if this swelling could be radiesse related. (B)(6) discussed that since the pt is approximately 3 weeks post treatment and has not had difficulty to this point; there is a high probability that this could be related to an allergy to the clindamycin and the abscess tooth. The pt also admits to being a stomach sleeper which can cause additional facial swelling. The pt reports a "blister" type lesion on the upper right cheek. (B)(6) discussed that this is most likely a fluid filled sac from the swelling the pt is experiencing. The pt lives four hrs away from (B)(6) so all communication with the pt has been through phone, email, and photos. After speaking with (B)(6) , she will monitor the pt for improvement of symptoms once the clindamycin is discontinued and the abscess has cleared. On (B)(6) 2013, (B)(6), rn called (B)(6) stating that the above pt discontinued the clindamycin and her lip tingling and swelling went away. However, (B)(6) states she feels this pt has malar edema from midface injections and was inquiring if there is any treatment that can be done other than warm vs cool compress, vibratory massage, frequent manual compressive massage, oral corticosteroid, and/or antihistamine as none of these treatments have been successful for the pt. (B)(6) explained to (B)(6) that unfortunately this is a difficult issue to treat and time is the best remedy. On (B)(6) 2013 (B)(6), rn, bsn spoke with (B)(6), rn regarding her pt. (B)(6) stated that her pt has attempted to see a doctor in the area where she live (she is 4 hrs away from (B)(6)) but the doctors "refer her back to the person who injected her." (B)(6) stated that she is trying to arrange for the pt to come back to her office and consult with her and her medical director. However, (B)(6) stated her medical director does not have experience with malar edema. On (B)(6) 2013 (B)(6) spoke with (B)(6) today regarding the photos of her pt that she sent last evening. Per the description of events and reports from the pt this adverse event has been treated as malar edema. Upon eval of the before and recent photo as of yesterday, this appears to be a possible hypersensitivity reaction. On (B)(6) 2013 a merz north america, inc contracted physician, dr (B)(6) spoke to (B)(6), rn. Dr (B)(6)agreed with (B)(6) assessment that this represents an inflammatory reaction as opposed to malar edema. Dr (B)(6) and (B)(6), rn discussed a prednisone taper dose based on the pt's weight. She will start at 60 mg and taper over three weeks to 10 mg. We also discussed antibiotic treatment if the steroids don't work. Since the pt has a history of a tooth abscess. If she were to restart antibiotics, I recommended biaxin, 500 mg bid.